Manufacturer narrative:
(B)(4). Carefusion has requested return of the complaint device from the customer. To date the complaint device has not been returned to carefusion. A follow up emdr will be submitted if the complaint device is received and an evaluation performed. (B)(4).

Event description:
The airway connection port separated from the double swivel adapter. Customer states no patient injury /death.

Manufacturer narrative:
The vyaire medical/carefusion failure analysis lab received the suspected device/component and performed a failure investigation. Vyaire medical/carefusion opened CAPA (B)(4) and issued a scar(supplier corrective action request) to flex(flextronics international latin ame) (B)(4) to further investigate this issue. This was a controlled product evaluation by vyaire medical/carefusion. A review of the device history record (DHR) was performed for this lot. No discrepancies were found in any of the lot numbers in the controlled product evaluation.